Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead was exhibiting high impedance. The lead was repositioned but it could not be determined if the lead helix was extending and retracting properly. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.